Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The manufacturer received information regarding a dreamstation bipap pro. The device was returned to a third-party service center. During visual inspection of the device, it was found that there was a yellow stain and dusty. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.